Event description:
Rep reported that the valve is stuck. The patient went from 190 to 60. Doctor is not sure when the change occurred or how it occurred. The patient is being monitored. No decision has been made to revise the device.

Manufacturer narrative:
It has been communicated that the device has not been revised. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated, and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.